Event description:
A consumer reported experiencing blurry vision and halos following bilateral intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the event continues and is not expected to resolve due to the patient being unable to adapt. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been one other similar complaint reported in the lot number. Additional information was requested on 06/12/2009, 06/15/2009, 06/16/2009 and 06/23/2009 by phone, fax and mail. Additional information was received 06/23/2009 by phone. A completed questionnaire was received. This report was mailed to FDA on: 07/10/2009.